Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the specification, creases fold, wear abrasion, deformation, white and red particles. Bubbles and cloudy color observed in the gel after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "double lodge with inflammatory double capsule and inflammatory liquid periprosthetic." Device has been explanted.